Manufacturer narrative:
The device was not returned for evaluation. Based on the results of the investigation, it is likely that the user did not thoroughly read the instruction manual which resulted in mismanagement of replacing the water filter; however, a definitive root cause could not be identified. The device history record was unable to be reviewed for this device since the (serial/lot) number was not available. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The subject event can be detected and prevented by implementing the below instruction for use (IFU). Instructions, operation manual for oer-4 chapter 7 ¿routine maintenance¿ section 7.2 ¿replacing the water filter (maj-2318)¿ replace the water filter periodically, at least once a month to prevent contamination of the rinse water. The water filter should also be replaced whenever the error code [e01] indicating water supply insufficiency is displayed. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing the water filter, an error code e01 occurred one minute before the end of the cleaning process. The camera that was being cleaned and then rinsed with water. This incident led to the facility changing the water filters once a year .there was no patient harm.